Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.0, 2nd inr: 3.6, 3rd inr: 1.4, mean: 3.33, sd: 1.81, %cv: 54.50. Lab result of 3.2 or 3.3 inr was excluded from data analysis because time between tests exceeded three hours. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing revealed that result comparisons met accuracy and precision criteria. Investigation results for retained strip lot #248203: donor 54 - 1st inr: 3.2, 2nd inr: 3.2, 3rd inr: 3.2, reference: 2.76, %cv: 0.00. Donor 55 - 1st inr: 4.2, 2nd inr: 4.2, 3rd inr: 4.0, reference: 3.36, %cv: 2.79. At least two out three replicates for both donors are within the allowable bias (+or- 1.0) for accuracy and %cv's for both donors are below 16% and meet the criteria for precision. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 07/06/2011, 9 therapeutic and 3 normal donor sample tests have been performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (pt's daughter) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.0, 3.6, 1.4. At 1-2 days after imprecision results on (B)(6) 2011, pt went to the lab and got a 3.2 or 3.3 inr.